Event description:
It was reported that an unk amount of spectrum pumps are alarming for upstream occlusions, when no occlusions are observed. The customer stated that this occurs frequently with d5, normal saline, morphine and heparin (programmed amounts and delivery rates unk).

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.